Manufacturer narrative:
Date sent: 09/05/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure the staple line had malformed staples. The procedure was completed with no pt consequence.